Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the infusion set fell off during use for less than 24 hours, which caused the patient's blood glucose to 200 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.